Event description:
A distributor complaint was reported involving wake button difficulties on a pump. The t button was identified as faulty, requiring significant pressure to turn the pump on or off. There was no adverse impact to the customer's blood glucose level. The device was set for return, and a replacement pump was issued with the serial number (B)(6).